Manufacturer narrative:
(B)(4) investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a vega ps gliding surface t2/2+ 12mm (part # nx121) was implanted during a procedure on (B)(6) 2016. According to the complaint there was a postoperative loosening of the implant at the femoral componant. X rays show that the cement did not adhere to the implants or the bone. Reportedly the paitent complained of right knee pain after the initial procedure. The patient underwent a revision surgery on (B)(6) 2022. Additional information was received on february 7 2024 with the item an lot information. The adverse event is filed under aic reference (B)(4) (B)(4) (2916714-2023-00092) nn261z. (B)(4) (2916714-2023-00093) nx029z. (B)(4) (2916714-2023-00094) nx042. (B)(4) (2916714-2024-00006) nx053z.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.